Event description:
It was reported that the mobile app caused significant battery drain, frequent signal loss, and limited functionality, which was linked to a malfunction in the "malfunction 16 - speaker t:slim x2 insulin pump." There was no reported impact on the customer¿s blood glucose level. Since the case was created merely for documentation purposes, no further action was needed, and no additional information was received regarding the outcome of the event.